Event description:
It was reported the powerseal had a short circuit error. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (short circuit error) was not confirmed; however, another issue was noticed. According to the investigation, the seal cycle was not completed within the specified time, and this was caused by improper sequential the seal cycle activation. The root cause could not be identified. According to the investigation the device was functionally tested, and the device failed the functional test. The device rotates clockwise and counterclockwise, clamp lock lever can be locked in place and released. While testing with the esg-400 and usg-400 and the device could not complete the sealing process, giving error i767. Customer complaint for " short circuit error" was not duplicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.